Event description:
A customer contacted global technical service (gts) regarding a system error 2240 and system error 2367 during dwell 2 of 4 the technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power twice to clear them. The tsr then explained that the supplies were compromised and the hp will need to start over with new supplies. The tsr then explained that any line that is unused needs to be closed during therapy as it can pull in air during dwell. The hp left the supply line clamp open on an unused line. The tsr advised the hp to call the registered nurse (rn) within the next 24 hours and let them know what happened. The hp understood explanations, cleared alarms, and will start over with new supplies and call rn. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. Proper disconnect procedures were used. The patient did reconnect. All bags were properly connected. There were open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4) . The problem was confirmed. The root cause was use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.